Manufacturer narrative:
Patient weight was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that a fluoro and rad gain calibration needed to be performed. Following the calibration, there was no artifact showing on 3d images. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported there was an artifact on the images. The site continued the procedure with the images. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.